Event description:
It was reported that one of the patients lead has high impedances. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000078016. Date of event is estimated.

Manufacturer narrative:
Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced.